Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that a replacement pump with updated software would be sent, and they would receive training in their tandem source account. The caller was instructed on placing the pump into storage mode before returning it and was advised of the steps to take upon receiving the replacement pump. The customer is to return the malfunctioning pump to tandem using a return box and pre-paid label within 10 days.